Event description:
On (B)(6) 2011, the patient underwent a procedure using three components of a gore excluder aaa endoprosthesis to treat the abdominal aortic aneurysm. It was reported that the proximal neck angulation was more than 90 degrees and that the physician succeeded in sealing the proximal neck by making the neck length more than 3 cm. A final angiogram did not show any endoleak and the patient tolerated the procedure. On the date unknown, (B)(6) 2013, the follow-up images revealed that the trunk-ipsilateral leg component migrated more than 10 mm distally and this led to the proximal type I endoleak with the aneurysm enlargement. It was not reported how much the aneurysm grew. On (B)(6) 2013, the physician performed the open surgery to repair the proximal type I endoleak. The excluder devices were removed and replaced with a y graft. The endoleak was resolved and the patient tolerated the procedure. It was reported that the patient would be discharged soon. The physician stated that the trunk-ipsilateral component gradually straightened up not conforming to the severely angulated neck and eventually migrated distally, and referred to the neck angulation as the cause of migration, and the subsequent type I endoleak.

Manufacturer narrative:
Results: the review of the packaging paperwork verified that this lot met all pre-release specifications.